Manufacturer narrative:
(B)(4).

Event description:
Received information the patient was experiencing a lack of therapeutic stimulation. He felt a "snapping" sensation in his neck while putting on a shirt. Manufacturer's representative interrogated the device and found impedances greater than 4,000 ohms. The lead attached to a twist lock cable produced several pairs greater than 40,000 ohms. Additional information has been requested and if received, a follow up report will be sent.